Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an increase in "stimulation" threshold was noted on the leadless implantable pulse generator (ipg) within one month of implant. The ipg remains in use. No patient complications have been reported as a result of this event.